Manufacturer narrative:
Concomitant medical products: product ID: 3889-28; lot#: va20d3r; product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that about two weeks ago, the patient started experiencing excruciating pain at their left implant site and it "stopped working." The patient further clarified that they had increased the stimulation all the way up to "6" and they felt nothing. The patient reported the pain has gotten worse so they turned the implant off. The patient noted they still experienced the pain with the implant off. The patient stated it was a pain on the left side of their lower back, like "someone had a knife in it" and was "cranking it in". The patient has another implant on the right side and it was at 2.2 v but they couldn't increase it any higher because it would be too uncomfortable so they had that implant at 2.2 v and that "it does the job." The patient stated they had been in (B)(6) on vacation and they had to come home early because of the pain and that they were taking tylenol and meloxicam however they were hardly helping the pain. The patient stated they have experienced no traumas or falls. The patient reported they left a message with a manufacturer representative (rep)  and left a message about the situation however they had not heard back and then on wednesday they called (B)(6) and left a message however they had not heard back. Additional information was received the patient reported the first implant they had on the left didn't work "about 6 months after it was implanted," and when they went to the health care provider (hcp) to check the implant, they noticed a "wire was loose," so they had the system replaced. The patient stated that the rep knew about the "loose wire," and the resulting surgery at the time it was happening. No further action was taken by patient services. Reviewed disposal options for previous external devices.